Manufacturer narrative:
The suspect device was returned and evaluated. Testing indicated that the position potentiometer was non-functional due to a broken tab. The position potentiometer was replaced. Additionally. Additionally the force sensor cable was torn and the carriage was broken. After repair, the device was found to pass all delivery, accuracy and functional tests.

Event description:
A report was received that stated, the pump alarmed "check clutch". No patient injury or adverse event was reported.